Manufacturer narrative:
This incident is the second of its type as previously reported in 9613642-2007-00001. The second incident and components involved have been thoroughly scrutinised by portland-orthopaedics r&d and quality departments and the findings are as follows. Based on reviews of the components and clinical data available at the time of the incident, portland-orthopaedics is confident that the current bone screws are of a sound functional design. It is likely that the incident occurred due to undue force being applied to the bone screw during implantation. Portland-orthopaedics does not believe that the current design poses an unreasonable risk of substantial harm to the public health requiring remedial action. Nevertheless, portland-orthopaedics is in the process of improving the bone screw to provide a more robust design, capable of withstanding greater forces of application. The improved bone screw design is slated for introduction into the market in the second half of 2007.

Event description:
During routine hip replacement surgery, the surgeon attempted additional fixation of the acetabullar component using a portland-orthopaedics 40mm bone screw. The bone screw did not perform as expected and screwed all the way through the acetabular component screw hole and into the patient's acetabulum. Since the acetabular component was otherwise well fixed, the surgeon did not use any other bone screw, left the screw in the acetabulum and completed the surgery.